Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle tip on lot # 0132186. Investigation summary: customer returned (192) loose 3/10cc, 6mm syringes. Customer states that there was a liquid condensation at the tip of the needle. All returned syringes were tested and 2 out of 5 samples exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0132186 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. 21apr2021, holdrege received a photo complaint from material #324900 and lot #0132186; syringe 0.3ml 31ga 6mm. Initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula. The stopper is seated against the barrel so there is no evidence of excessive lubricant as would be evidenced by ¿pooling¿ inside the barrel. The lab did determine the liquid to be dc silicone which is used to lubricate the inside of the barrel to allow the plunger to move with ease at the time of use by the customer. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0132186 was reviewed. The syringes were assembled from 11jul2020 to 12jul2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets. Visual inspection every 2 hour: barrel lubricant shall be on the inside surfaces of the syringe only. If a defect is found during an inspection a quality notification is initiated. Notifications were reviewed, and no nonconformances were noted that would cause excessive lubricant. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that 5 syringe 0.3ml 31ga 6mm 10bag 500 ap had foreign matter before use. The following was reported by the initial reporter: "the patient stated that there was a liquid condensation at the tip of the needle and the printing of syringe scale mark was something wrong."